Event description:
The customer reported an extravasation incident that was not detected by the eda patch. The total volume of contrast to be injected was 60 ml at a flow rate of 3.0 cc/sec. It was estimated that approximately 40 ml of contrast extravasated into the pt. The pt was instructed to use warm compresses until the swelling went away. If there was a problem, the pt was to report it to the physician and nothing was reported.